Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "had a bump in my defibrillator and it lasted about 2-3 seconds". It was noted that the patient described the feeling as being between a shock and a "bump". The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.